Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue; pump did not detect cartridge during load step and began to eject the insulin from the cartridge through the end of the tubing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/11/2013: the device was returned to animas and evaluated by product analysis on 08/21/2013 with the following results: during investigation a load step malfunction was verified in black box. Performed pump rewind, load, and prime with a loss of prime after prime. Force sensor calibration was out of specifications. Opened pump and remove from case. Removed force sensor. Force sensor flex pin solder was cracked around the head of the pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.